Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). An alleged overdischarge was reported. Per the patient, the implantable neurostimulator was off and broken. No other information was known.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708340 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type extension product ID 3587a lot# l66826 serial# implanted: (B)(6)2001 explanted: product type lead .a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) that five weeks prior to having their battery replaced due to reaching end of service (eos) they had a bad fall, but hadn¿t used the device in about a year. During surgery on (B)(6) an impedance check was performed after the new battery was replaced with all values greater than 20,000 ohms on all four electrodes. The rep. Connected the multi-lead trialing cable (mltc) and had the same issues with all electrodes. After waking the consumer up post-operatively the rep. Checked impedances and values were high again. The rep. Programmed therapy settings allowing the consumer to feel stimulation in the correct location, but wanted to know what problems could arise from having high impedances and using stimulation. After further discussion the rep. Was going to continue to work on programming the consumer with several different configurations in the event that they started to experience uncomfortable stimulation. Later that day the rep. Called back and reported they turned on all of the electrodes, and the consumer was feeling stimulation from hip to foot, and they also had two other configurations with all electrodes on which the consumer felt stimulation. The rep. Tried using a bipole but the consumer didn¿t feel stimulation up to 6.0 volts so they tried other programming with bipole and three electrode configurations, but the consumer wasn¿t feeling stimulation with any options other than the three they already set up with impedances still being high. The rep. Ended the clinician programmer session using the patient programmer (pp) and the 3 programs they programmed using the clinician programmer, but the consumer made some adjustments so they didn¿t feel stimulation. Following this the rep. Recommended the consumer not turn stimulation on, so they were going to leave it off. Replacement options regarding the extension or the extension and the lead were discussed, but the consumer was going to consider the replacement options along with working with their insurance, and was going to follow-up with their healthcare provider (hcp). No patient symptoms were reported. Relevant medical history includes failed back surgery syndrome and spinal pain.